Event description:
It was reported after 20 minutes of onyx injection, the catheter separated at around 7cm from the distal tip. No complications were reported to have occurred with the pt as a result of this event.

Manufacturer narrative:
Only the broken proximal portion of the catheter was returned for eval with approx 7 inches of the distal tip missing. A kink was observed at the proximal shaft around 17 inches from the hub. The broken and tip of the catheter appears clean-cut, and consistent with tensile failure. Further examination of the separation site did not reveal any inherent material discrepancies that would have contributed to this incident. The device history records for the reported product lot number have been reviewed an no quality issues were noted. The product met the acceptance criteria prior to release. Based on the investigation above, the apperance of the separation is consistent with a tensile failure by pulling against resistance. The instruction for use (IFU) warns not to "withdraw an intraluminal device against resistance" as it may result in damage to the device or vessel.